Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self test otc. The first test was performed on (B)(6) 2022 and produced a negative result. The repeat test was performed on (B)(6) 2022 and produced a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171625 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 171625 and test base part number 195-430h / lot 167205. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171625 showed that the complaint rate is (B)(4) and (B)(4) respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.

Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self test. The first test was performed on (B)(6)2022 and produced a negative result. The repeat test was performed on (B)(6)2022 and produced a positive result. No additional patient information, including treatment and outcome, was provided.